Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a bend developed on the plate during the course of treatment. Additionally, it was reported that there was delayed union. The surgeon elected to keep the hardware in place for the duration of healing.